Event description:
The customer called to report that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 608 mg/dl. The customer stated that she has experienced diabetic ketoacidosis twice this month, and wanted to know if the insulin pump was functioning. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the high pressure test. Advised the customer that the insulin pump is functioning as designed. The customer also mentioned that she has been inserting the infusion sets in the same areas for the past 10 years, and is currently using an area that doesn't have much fatty tissue. Advised the customer to try new areas as absorption might be an issue. Also, advised to try an infusion set better suited for areas with less fatty tissue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge